Event description:
During the middle of the case, the oxygen transfer seemed to fall off for no known reason. The perfusionist had to go to f10 (2) 95% to get po (2) 240. The unit was used to complete the procedure. No pt injury or further complications occurred.